Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary -the lead was returned and analyzed. The distal end was damaged. The sleevehead was pulled/stretched/overstressed. There was apparent damage at implant.

Manufacturer narrative:
Correction: the original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.

Event description:
It was reported that prior to the implant, it took the physician greater than twenty five turns to extend the helix with slight distortion of the lead tip. The physician was not comfortable implanting the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.